Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood and contrast inside and outside of the distal shaft/device. Microscopic inspection of the tip, collar and distal shaft revealed a complete separation of the shaft at the collar with the ptfe completely pulled out from the collar, with damage to the tip (flattened) and numerous areas of damage (flattened and kinked) to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a catheter tip damage occurred. A guidezilla guide extension catheter was selected for use. During unpacking, it was noticed that the device had a crimped tip. No patient complications were reported. However, device analysis revealed a complete collar shaft separation.